Event description:
Clinical study: it was reported that 172 days after a coronary artery drug eluting stenting procedure thept required a target vessel reintervention (tvr) for focal in-stent restenosis. Lesion 1 was a 4.0mm, 99% stenosed, bifurcated portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.25mm, 99% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express 2 8.8% 3.00x16mm drug eluting stent in the target lesion with a 8mm overlap. There were no complications. The pt was discharged 3 days later on plavix and aspirin. 172 days after the procedure the pt required a tvr. The physician successfully placed a johnson and johnson cypher stent in the 1st diag to treat the restenosis. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.